Event description:
A portion of the ceramic tip of the mitek vapr electrode broke off during use. Fragment was retrieved from the joint, without injury to the pt. If this were to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.